Event description:
It was reported that the patient experienced a shocking or jolting sensation during the procedure the day of the report. It was reported the patient¿s therapy ¿went bonkers¿ and was painful. The patient underwent a nuclear lung scan. Therapy was turned down low but they were unsure of how to turn it off. A call was made to the manufacturer¿s representative (rep) to figure out how to turn therapy off but was unable to get in touch with rep until the day of the report. They were now aware of how to turn therapy off. Additional information was requested from the healthcare provider (hcp) but they were unaware of the event and hadn¿t seen the patient recently. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).